Event description:
It was reported that the user experienced blood glucose fluctuations after surgery while on medications causing swings, leading to meal maladaptation and a recommended factory reset that was performed, with subsequent guidance provided to complete the reset and a cgm warmup initiated; reported glucose values ranged from a low of 53 mg/dl to a high of 246 mg/dl, and oral glucose was used to treat lows. Symptoms included feeling unwell and irritable during hyperglycemia and shakiness and sweating during hypoglycemia. Outcomes included insufficient information regarding long-term impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.